Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on (B)(6) 2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. On an unspecified date the consumer experienced constant pelvic pain, heavy menstrual bleeding, bleeding thru clothes, metal taste, migraines and back pain. Essure was removed on (B)(6) 2015 and problems were solved. Follow-up received on (B)(6) 2016: product technical complaint investigation and final assessment were received: the bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced constant pelvic pain and heavy menstrual bleeding (bleeding thru clothes). The device was removed (approximately 15 months after its placement) with recovery of her symptoms. These events are listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain and abnormal menstrual bleeding may occur. In this particular case, limited information was provided. However, considering events' nature and in the lack of alternative explanations; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included oligomenorrhea, multigravida, parity 2, multiple cesarean sections, ectopic pregnancy, iron deficiency anemia and drug allergy. Family history included breast cancer. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), heavy menstrual bleeding ("heavy menstrual bleeding/bleeding thru clothes"), dysgeusia ("metal taste"), migraine ("migraines") and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (diagnostic laparoscopy, total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, heavy menstrual bleeding, dysgeusia and migraine had resolved and the uterine leiomyoma and endometriosis outcome was unknown. The reporter considered back pain, dysgeusia, endometriosis, heavy menstrual bleeding, migraine, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: satisfactory bilateral tubal occlusion and normal positioning of the microinserts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 4-jun-2021: quality-safety evaluation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included oligomenorrhea, multigravida, parity 2, cesarean section, ectopic pregnancy, iron deficiency anemia and drug allergy. Family history included breast cancer. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("heavy menstrual bleeding/bleeding thru clothes"), dysgeusia ("metal taste"), migraine ("migraines"), back pain ("back pain") and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (diagnostic laparoscopy, total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, heavy menstrual bleeding, dysgeusia, migraine and back pain had resolved and the uterine leiomyoma and endometriosis outcome was unknown. The reporter considered back pain, dysgeusia, endometriosis, heavy menstrual bleeding, migraine, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: satisfactory bilateral tubal occlusion and normal positioning of the microinserts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 19-may-2021: mr received. Reporter information, patient middle name, lab data, medical history added. Events uterine fibroids, endometriosis were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.